Event description:
It was reported that an asymptomatic patient presented for routine follow up. Upon interrogation, vf episodes were observed. Lead noise was also noted. Noise was reproducible with the patient speaking. Patient is scheduled for lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.